Manufacturer narrative:
Returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The visual inspection has shown that one prong of the insert/extractor is broken off as complained. The broken prong was not returned for evaluation. The device has no signs of use visible. The review of the production history revealed that this insert/extractor was manufactured in september 2015 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. The relevant dimension cannot be measured due to its broken off condition. Unfortunately, we are not able to give a conclusive statement regarding a root cause as no specific details were provided. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement reported. Date of event was reported as (B)(6) 2017; it is unknown if that is the date the device broke or the date it was discovered broken. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Contact phone number: (B)(6) manufacturing location: (B)(4). Manufacturing date: september 28, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that one prong of the inserter/extractor was broken off. The issue was detected pre-operatively. This is report 1 of 1 for (B)(4).